Event description:
According to the complaint, the abl90 flex plus analyzer (serial no. (B)(6) was reading "0" or "<0.000" for lactic acid yesterday and early this morning for three of the patients on the unit. Unfortunately, the operators did not run the samples on another abl90 for comparison.

Manufacturer narrative:
Based on available data it is not possible to determine errors in the abl90 flex lactate sensor. No usable comparative measurements are provided and together with conclusions from available data, nothing suggest that this sensor is measuring outside radiometer abl90 flex plus specifications. Hence, the root cause to the discrepant lac results is unknown. Due to a software error, the scheduled calibrations did not run between two restarts: (B)(6) 2025, at 08:00 and (B)(6) 2025, at 08:33. After the restart on (B)(6)2025, at 08:00, the application was unable to read the file wsmanagersetup.txt during its loading process. This issue caused the scheduled calibrations to be disabled. Following the restart on february 13, 2025, the scheduled calibrations resumed. Hence, the root cause to the missing calibrations is a software error.